Event description:
Patient had insertion of permanent av sequential pacemaker placed by combined transvenous and thoracotomy approach 11-9-92. Surgeon experienced considerable difficulty positioning lead in right ventricular apex. Punctured anterior right ventricular. Patient developed cardiac tamponade intra-op but recovered after immed. Repair. Readmitted 3/22/93 secondary to ventricular pacing lead placed 3/22. 3-25, pt. Experienced episode of ventricular filure capture (no sysmptoms). To or 3/26 where small break in insulation of ventricular lead identified near insertion site. Replaced invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.